Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. The customer reloaded the cartridge to resume insulin deliveries. There was no reported adverse impact to the customer's blood glucose level.